Manufacturer narrative:
The customer canceled the service call. No further service info was provided.

Event description:
The customer reported that the system would not boot up. No pt injury was reported.